Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were sensor glucose inaccuracies that triggered an inappropriate threshold suspend event. The patient reported having a blood glucose of 160 mg/dl despite a sensor glucose of 55 mg/dl. The customer's sensor glucose was 56 mg/dl when the suspend event was triggered. Troubleshooting was completed for the sensor glucose inaccuracy; however, the issue with the sensor was not resolved. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.